Event description:
The customer reported a motor error alarm during a manual prime. The customer also stated that she went to the hospital two days ago due to issues with her blood glucose levels. The customer was driving at the time of the call, and was unable to troubleshoot. The customer stated that she has been under a lot of stress lately. The customer stated that her current blood glucose reading was 68 mg/dl, but she has eaten for it. The customer stated that she would call back to continue the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.